Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 447 mg/dl. The customer took a manual injection. During troubleshooting with tandem technical support, fill tubing was performed and no drops were seen at the end of the infusion set tubing. In addition, air bubbles were noted to be present in the tubing. The customer changed out the tubing and the site and resumed insulin. Prior to ending the call, the customer stated that bg levels were starting to come down.